Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer had a touchscreen malfunction. The stylus was found to be broken and was replaced. The electrocardiogram (ECG) cable was found to be aging and was replaced. The programmer passed the functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a touchscreen malfunction. There was no patient involvement.